Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a cervical implant treated with an implanted neurostimulator system (implantable neurostimulator and lead) experienced overstimulation when moving. Movement of the patient¿s right arm reportedly triggered sharp overstimulation. The patient also reported new pain unrelated to baseline. Several programming methods were performed to alleviate the symptoms, but overstimulation with movement reportedly continued even at low intensity, and the issue remained ongoing. The patient was advised to follow up with the physician regarding the onset of new pain. The manufacturer representative (rep) indicated they would send any further information as they become aware.